Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed to stay closed due to missing magnets. A filed service engineer replaced inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, preventing user from removing the required medication for patient and causing delays. There were no adverse events or injuries reported based on this event.